Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device was downloaded at the service center. A review of the pump history indicated that on (B)(6) 2013 at 1539, the device was programmed for intermittent delivery, with a 136ml dose amount, 1 hr infusion time, 6 hr dose frequency, for 4 doses, with 0.8ml/hr kvo rate, 560ml container size, set start time 1600. At 1546, the kvo delivery was started. Between 1600 and 1700, dose 1 was delivered. Between 2200 and 2300, dose 2 was delivered. At new date (B)(6) 2013 occurred. Between 0400 and 0500, dose 3 was delivered. At 1000, dose 4 began. Between 1059 and 1117, empty container alarm occurred and was silenced 2 times, dose 4 was stopped with 132.5ml delivered. Between 1147 and 1219, an empty container alarm occurred and was silenced 2 times. At 1222, program cleared. At 1223, the device was programmed for intermittent delivery, with a 136ml dose amount, 1 hr infusion time, 6 hr dose frequency, for 4 doses, with 0.8ml/hr kvo rate, 570ml container size, set start time 1600 and the kvo delivery was started. Between 1600 and 2300, dose 1 and dose 2 where delivered. On (B)(6) 2013 a new date occurred. Between 0400 and 1100 dose 3 and 4 were delivered. Between 1114 and 1600, the delivery was stopped and started and an end of infusion alarm occurred. On (B)(6) 2013 a new date occurred. At 0104 an empty container alarm occurred. At 1309 the delivery was stopped, an empty container alarm occurred. Between 1445 and 1450, the device was powered on using batteries, a low battery alarm occurred, the device was powered on 2 times and off once. At 1451, program cleared. At 1453, the device was programmed for intermittent delivery, with a 136ml dose amount, 1 hr infusion time, 6 hr dose frequency, for 4 doses, with 0.8ml/hr kvo rate, 560ml container size, set start time 1600 and the kvo delivery was started. Between 1509 and 1639, dose 1 began, distal occlusion alarm occurred 3 times, and silence key was pressed 6 times. At 1739, dose 1 ended. Between 2239 and 2339, dose 2 was delivered. At 0000, new date (B)(6) 2013 stamp occurred. The device continued in use at the programmed settings. On (B)(6) 2013 at 1633, the device was powered off. A review of the device history indicated the device delivered as programmed. (B)(4).

Event description:
The customer contact reported the device did not deliver. On (B)(6) 2013 at an unspecified time, the device was programmed in the pharmacy for intermittent delivery of an unspecified concentration of piperacillin/tazabactam 3,375 g, with a dose amount of 137 rnl, for a duration of 1 hour, with a dose frequency of 6 hours, and a container size of 560 ml. No further programming parameters were provided. After an unspecified length of time, the device was delivered to the homecare patient, and the delivery was started by the homecare nurse. On (B)(6) 2013 at 15:13, the homecare nurse noted the container was full, instead of being empty as expected. At that time, the homecare nurse noted the device display indicated a 15/000/005 (power down error) error code. The physician was notified. It was reported the patient missed a full day of medication. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Therapy was continued with the same device. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).